Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage post deployment, while taking catheter within the stent to capture the distal delivery wire within the catheter, the stent migrated to distal m1, thus exposing the aneurysm. While taking the catheter which is standard procedure to capture tip coil, the stent migrated. The pipeline was implanted at the intended location, full wall apposition was achieved. No side branch was covered by the pipeline. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved, and the pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm with a max diameter of 7mm and a 5mm neck diameter. Landing zone was 1.8mm distal and 2.2mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, pru level was 220-250. Angiographic result post procedure was slow flow in aneurysm. Ancillary devices include a fubuki 8f sheath, neuron 053 guide catheter, phenom 21 microcatheter, and chikai black 0.014 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the stent migration was not determined. Another device of competition product was used to secure the aneurysm. The pipeline was implanted but not in service as the aneurysm was exposed completely post migration of stent.